Event description:
Prior to performing a nuclear medicine study, the technician was engaged in removing a collimator from the camera detector head. This is done through the use of a mobile exchange cart which must be docked to the gantry in order to work properly, per the user instructions. Proper docking completes a mechanical interlock which activates the exchange mechanism. On this occasion the docking procedure was not completed therefore the exchange mechanism was not activated. However, the tech chose to manually disengage the collimator from the detector and push it onto the cart, but it was not successfully captured. As a result, when the tech withdrew the cart, the collimator slid off the cart. In from falling to the floor, the tech suffered a broken finger. Both the detector and the collimator suffered varying degrees of damage as well.